Event description:
The clinician reports the implant was inserted (B)(6)2019 in ada 2. On (B)(6)2019, non-osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event thepatient experienced: mobility. No further patient complications were reported.